Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the device failed the leak test due to a cut on the video cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was observed that during the device evaluation, the asset camera head exhibited a failed leak test due to a cut on the video cable. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Device evaluation has confirmed the reported issue. Leaked was observed due to cut in cable. Instruction for use (IFU) , it states: "never use the camera head on a patient if an irregularity is observed. Damage or an irregularity in the camera head may compromise patient or user safety and may result in more severe equipment damage. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor complaints about this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report is being supplemented to provide additional information based on the approved final investigation.